Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased high voltage lead impedance (hvli) and noise episodes noted on the right ventricular lead. Lead damage was alleged to be the cause. The lead was capped and replaced to resolve the event, and the patient was stable with no consequences.